Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap colon, the step needle breaks when it is turned on the trokar (vs101012p). No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, nothing fell into cavity, no reinforcement material used.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) and engineering led an evaluation of three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned devices. Visual inspection of the sleeves noted the outer layers of the mesh were torn. Visual inspection of the inner layer of the mesh noted not holes or damage. No other abnormalities were observed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Since the cause of the damaged sleeve can not be ascertained, the root cause could not be reliably determined. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.